Event description:
The customer reported that the olympus hf generator unit was not switching on after a repair. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed a faulty high voltage power supply (hvps) board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. The device was inspected and tested. During the device evaluation it was observed in the error log file that multiple error e433 occurred due to faulty high voltage power supply (hvps) board. Additionally, the warranty stickers were found tempered during incoming inspection process. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (b3) date of event, (d10) concomitant device and (h4) device manufacturer date added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided the root cause cannot be specifically determined as the issue was confirmed in the error log but not reproduced. The error message e433 can be generated from a failed high voltage power supply (hvps) board, from a faulty footswitch or from user error. The event can be detected/prevented by following the instructions for use: the esg-400 instruction manual, section 7 ¿before use¿ describes all necessary steps to prepare the product for each use (including inspection) and provides detailed information on each mode. The user is alerted to the issue by the error message displayed and the alarm tone provided. Section 8.11 ¿troubleshooting¿ provides remedial actions for when errors are generated. The esg-400 common error log with possible solutions provides the following further details for the e433 error. Possible cause: malfunction of the footswitch ¿ remedial action: disconnect the (first) footswitch, if the error still appears, disconnect the second footswitch (if applicable). If the error message no longer appears, replace the related footswitch note: do not switch off the generator before or while disconnecting the footswitch(es). The device has to be in standby during these steps! If this does not resolve the issue, then the unit must be sent in for repair (indicating a malfunction of the generator). Olympus will continue to monitor field performance for this device.